Event description:
A malfunction was reported, with the pump showing a malfunction code of 12 that could be reset. There was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer was guided on using multiple daily injections as a backup insulin therapy and received instructions for returning the faulty pump.